Manufacturer narrative:
On 22 july 2016, the medical affairs director performed a clinical evaluation and commented as follows: medial cup migration in a tha performed less than one year before. The only available x-ray is pre-revision, hence no evaluation is possible of the status of the medial wall after primary. Migration in spite of the additional screw. No reason to think that the problem was originated by a defective device. Batch review performed on 22 july 2016. Lot 151054: (B)(4) items manufactured and released on 12 june 2015. Expiration date: 2020-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 22 july 2016, it was prepared a final report with the information submitted in this initial report. On 25 july 2016, the report was sent to the initial reporter and the case was closed.

Event description:
The patient came in complaining of pain. The cause of pain is due to the cup protruding into the acetabulum. The surgeon revised the cup, the liner and the head. The surgery was completed successfully. X-rays are available. Explants not available.